Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported that they were having sensor discrepancies. The customer¿s blood glucose during the reported event was 229 mg/dl while their sensor glucose was reading at 40 mg/dl. Their current blood glucose was 111 mg/dl. Troubleshooting was performed. The customer stated that insulin delivery was suspended due to sensor glucose values. The sensor will not be returned for analysis.